Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states that the blood glucose reading was 1100 mg/dl at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with missing end cap sticker, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked reservoir tube and cracked battery tube threads.